Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on mobile meter, within 10 minutes: 427 mg/dl and 118 mg/dl. No adverse event reported. Test strip cassette has been discarded; meter will be returned for evaluation.